Event description:
It was reported that the ilet user attempted to insert the infusion site without removing the adhesive cover, resulting in an incorrectly deployed infusion set; replacement infusion sets were shipped. There were no reported adverse clinical effects. Outcomes included no health consequences. Investigation included review of the event details and confirmation of product lot information. Investigation of this case revealed user handling error leading to improper infusion set deployment, consistent with an infusion set deployment issue; device hardware was not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.